Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "broken tubing set. List #16363-01. Pump treatment information: unknown. Type of drug:unknown. Delay in therapy: yes. Need for medical intervention: no. Patient involvement: yes. Human harm: no." Additional information was received on mar.15th, 2016: "is the customer referring to an administration set specific to the sapphire pump and manufactured by (B)(4)? Epidural tubing from the epidural tray. If so, what type of administration set was used? (B)(4). Please provide the set lot number. If possible, please provide a photo of the paper package, capturing the lot number. (B)(4). Is the problem visually detectable? If so, please provide a photo. What was type of drug was administrated when the breakage was observed? Ropivacaine. When during the infusion was the breakage identified? Upon removal of the epidural catheter. What was the flow rate when the breakage was detected? Rate had been discontinued. Was the point of the leak in the breakage point between the tube and a component (please specify which component)/ connection point between the tube to a sleeve/component itself (please specify which component)/tube itself (please circle the relevant answer). You will have to look at the product. There was no leak, the tubing had a knot in it. Please provide a photo demonstrating the breakage. A) if the set is not available, please demonstrate the point of breakage on a different set. What were the treatment settings (vtbi, rate, taper up, taper down, bolus rate)/what was the delivery mode. Na. "